Manufacturer narrative:
Device evaluation: returned device was received in poor condition with physical damage. During the evaluation of the device a crack in the return tube which had leaked water, and damaged multiple internal. Components. The customer reported condition was confirmed. Problem source was traced to device design. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was manufactured in 2011.

Manufacturer narrative:
Device evaluation on progress.

Event description:
It was reported that level 1 normoflo irrigation fast flow systems (h-1100 series) failed to heat up. The unit was also leaking from the bottom. No patient injury or complications were reported in relation to this event.